Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded increased right ventricular (rv) pacing impedances. The measurements had not been out of range. The pacing thresholds were also elevated. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that a red alert was later detected by the latitude system from this device due to high rv pacing impedances.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Additional information was provided that the device was explanted for normal battery depletion and will be returned.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Additional information was provided that a revision procedure was performed due to noise and high rv impedances. It was noted that the lead would be surgically capped and the device would be electively replaced due to being at middle of life 2 (mol2). To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.